Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high impedances, noise oversensing, and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis; however, performance data from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis also revealed lead impedance out of range alert and over sensing due to non-physiologic signals from the sensing integrity counter. Of (B)(6) there were (B)(6) lifetime ventricular sensing integrity encounters beginning (B)(6) 2014. An out of threshold lead impedance alert occurred on (B)(6)and (B)(6) 2014. The maximum right ventricular pacing impedance rose from 480 ohms the week ending (B)(6) 2014 to greater than 5, 500 ohms the week ending (B)(6) 2014. There were two non-sustained tachycardia events of less than (B)(6) during the v to v cycle which occurred between (B)(6) and (B)(6) of 2014. (B)(4).